Event description:
It was reported that the patient presented inflammation while using bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: between (B)(6) 2019 and now, 13 patients have been registered at the geriatrics unit in several different units for having presented inflammations (some of which were significant) at the puncture site of the subcutaneous device, sometimes associated with a local infectious problem, despite compliance with the institutional hygiene protocol in force (use of an alcoholic antiseptic on the skin before setting up the infusion, changing the device after a maximum of 96 hours) by personnel experienced in this type of procedure. Concerning the consequences on patients : - 1 patient with erythematous erythematous inflammatory oozing cupboard on the left flank: removal of the abscess roof for complete evacuation of the collection + antibiotic therapy + wicking.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 0036796 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was provided for evaluation by our quality engineer team. The picture sample revealed skin irritation, however, it did not show the saf-t-intima product. The sterilization records were reviewed for this lot number, and all requirements were within specification. At this time, a cause related to the manufacturing process cannot be determined for this incident. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient presented inflammation while using bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: between (B)(6) 2019 and now, 13 patients have been registered at the geriatrics unit in several different units for having presented inflammations (some of which were significant) at the puncture site of the subcutaneous device, sometimes associated with a local infectious problem, despite compliance with the institutional hygiene protocol in force (use of an alcoholic antiseptic on the skin before setting up the infusion, changing the device after a maximum of 96 hours) by personnel experienced in this type of procedure. Concerning the consequences on patients : 1 patient with erythematous inflammatory oozing cupboard on the left flank: removal of the abscess roof for complete evacuation of the collection + antibiotic therapy + wicking.